Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
(B)(6).